Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one hvad pump, one controller and three batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed power consumption and estimated flows within normal operating range within the analyzed period leading up to (B)(6) 2020. A review of the alarm file revealed multiple critical battery and controller fault alarms. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Controller log files revealed three controller power up events were logged on (B)(6) 2020 at 04:30:20, 05:14:41,and 22:37:58. No anomalies were observed leading up to the losses of power. The controller was without power for a total of 20 hours and 46 minutes furthermore, log file analysis revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2020. However, no low flow or high watt alarms were logged within the analyzed period. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Additionally, log files also revealed two controller power up events on (B)(6) 2020 and (B)(6) 2020 at 21:37:41 and 23:59:32, respectively. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 47% rsoc. The data point recorded after first the loss of power revealed that an active adapter was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 10 seconds. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 87% relative state of charge (rsoc) and active adapter was connected to power port two. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one and no power source was connected to power port two. The controller was without power for 57 seconds. No anomalies were observed leading up to the losses of power. As a result, the reported events were confirmed. A possible root cause of the loss of power on (B)(6) 2020 and (B)(6) 2020 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. The most likely root cause of the critical battery, controller fault alarms and the losses of power on (B)(6) 2020 on can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events on (B)(6) 2020. Based on the risk documentation and available information, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 4315 d4: serial #: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-nov-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-jan-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-nov-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-jan-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 31-oct-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-jan-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-nov-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-jan-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient allowed the batteries to completely discharge resulting in a controller fault and a loss of power to the controller. The patient arrived to the hospital with the ventricular assist device (vad) off. The hospital connected charged batteries and the vad turned back on. The patient suffered right heart failure, respiratory distress/shortness of breath leading to intubation, and required treatment with inotropes. The controller and the vad remain in use. No further patient complications have been reported as a result of this event.